Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient had inaccurate cgm values 2 days after the sensor was inserted into the arm. On (B)(6) 2023, the patient¿s cgm was reading 3.9 mmol, and then 2.2 mmol before breakfast at preschool. Around 8:30am, a bg meter reading was done at the preschool staff stated the patient did not "look" low. The bg meter reading was 18 mmol. At 9am, the patient had a seizure for about 30-40 seconds. The patient was monitored closely by school staff. No treatment was provided as the seizure lasted less than 1 minute (guidance provided by the patient's care team). Around 9:30am, the dexcom sensor failed. The reporter stated that the patient has a follow-up with her doctor on (B)(6) 2023 to discuss the seizure as they are unsure if it was related to the patient¿s bg levels. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.